Manufacturer narrative:
See regulatory rep# 3007566237-2017-03603 for information previously reported re: implant did not work. If information is provided in the future, a supplemental report will be issued.

Event description:
See regulatory rep# 3007566237-2017-03603 for information previously reported re: implant did not work.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) for non-malignant pain and rsd/causalgia-complex regional pain syn. It was reported that the patient was having difficulty charging and getting adequate coupling bars. The rep reported that the most the patient was getting was 2 coupling bars, but when she tried she was able to get 2-6 coupling bars. The rep stated that the 6 coupling bars was very brief and could get 2-4 at best. Rep tried to use al and got something like 62-66. Product service specialist (pss) reviewed the following considerations, positioning antenna over implantable neuro stimulator (ins) and lining up belt under incision, drop 1/2-1 inch and ensuring belt was tight and attempt to recharge. The patient was able to get 4 coupling bars with and without the belt. The repositioning antenna did not resolve issue. Pss inquired if there was any pocket issues related to the ins. The rep stated that the ins was tilted at pocket site the top appeared fine but the bottom of the device was harder to feel the outline. The top of the device felt soreness, no redness. Product service specialist (pss) redirected rep to health care professional (hcp) to discuss pocket revision. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider on 2017-12-28. It was reported that surgery notes indicated that there was a "non-functioning ipg." The chargeable system would not charge. It was further noted that the patient had gained between 80 to 100 pounds since the hcp had last seen patient, and that the space between the ipg and the patient's skin was too large after the weight gain, likely causing the system to not be able to charge. No further information was provided. No additional complications were reported/anticipated.